Event description:
Patient representative alleged "patient suffered and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief, anxiety, apprehension, permanent scarring, and financial loss, including but not limited to, bia-alcl, scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, cancer treatments, infection, disability, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, capsular contracture, mental anquish and fear due to fear of recurrence." Device has been explanted.

Manufacturer narrative:
The events of seroma, infection, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, infection, and capsular contracture baker grade unknown.